Event description:
The account alleged that the head hi/low function is drifting down. He has replaced the trend valve but the issue remains.

Manufacturer narrative:
The account declined to repair the bed at this time.